Event description:
It was reported to fresenius medical care by a registered nurse that multiple luer adapter breaking away from vacutainer and having removed from dialysis access. The customer provided the following additional information on (B)(6) 2024: "the incident occurred on (B)(6) 2024 at clinic (B)(6) and (B)(6) 2024 at clinic (B)(6). On (B)(6) 2024, there were 3 of the adapters break in the dialysis access.".

Manufacturer narrative:
Multiple attempts were made to obtain additional information and samples. No response received from the customer. 12/07/2024: redvised date of event on section b3.

Manufacturer narrative:
Multiple attempts were made to obtain additional information and samples. No response received from the customer.

Event description:
It was reported to fresenius medical care by a registered nurse that multiple luer adapter breaking away from vacutainer and having removed from dialysis access. The customer provided the following additional information on 12-nov-2024: "the incident occurred on (B)(6) 2024 at clinic (B)(6) and (B)(6)2024 at clinic (B)(6). On (B)(6)2024, there were 3 of the adapters break in the dialysis access."